Manufacturer narrative:
Concomitant products: product ID 37022, serial # unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type external neurostimulator; product ID 977d260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type screening device. (B)(4).

Event description:
The patient reported she had an adverse trial experience and was in pain for a week. The patient had been in chronic pain for 10 years and through every procedure known. Prior to the trial she had nerve ablations and they caused incontinence. During the trial, the patient was taking the full dose of medication she normally did and experienced a loss of therapy. The first night of the trial the patient was great and able to sleep on her back which she had not done in years. On the evening of the second day into the third day of the trial the patient reported getting zapped every time she moved. On the third day of the trial the patient's legs were shaking and her anxiety level went up. The patient contacted the representative and they changed the patient's settings from b to c. Between the third day and fourth day of trial the patient had incontinence. On the fourth day of the trial the patient woke up in pain down left leg, low back, which was the pain the patient wanted help with. An x-ray was done on the day her trial components were removed that showed the leads had slipped down. The patient said the reported symptoms resolved when the trial components were removed. After the trial, the patient's emg showed she was not really a good candidate. Additional information from the manufacturer representative reported that the serial number of the external neurostimulator was unknown. The two serial numbers of the leads were provided. A follow-up report will be sent should additional information be received.